Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported that a backup centaur was available to process specimens. Siemens instructed the customer to shut down the advia centaur xp system and unplug the instrument. Siemens dispatched a customer service engineer (cse) to the customer site. The cse inspected the instrument and concluded that the monitor was not operational. The cse replaced the monitor and verified the functions. The instrument was verified and operational. Siemens evaluated the information provided and concluded that the monitor failed and caused the smoke. The service performed by the cse resolved the issue, and the instrument is operational post-service visit. The system is performing according to specifications, and no further evaluation of the device was required.

Event description:
The customer informed siemens that smoke emitted from the back of the advia centaur xp monitor. The customer unplugged the monitor and noted that the instrument was not being used for processing samples or maintenance tasks. The customer informed that no flames were observed during the event and that the smoke dissipated in a short time. The customer noted that technicians were not harmed or exposed to the smoke, and no medical intervention was required. There are no known reports of adverse health consequences due to the smoke emitted from the monitor.